Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Two (2) unused bags were received for evaluation. Upon visual inspection by the naked eye, white particles were detected in each sample. These particles were identified as being compatible with eva material under ft-ir analysis. There is a component of the bag assembly that is made from eva material. As a result, the component of the bag made from eva material could not be excluded as the source of the contamination. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. There were no product deviations, and the particle could not be attributed to the production process. A traceability search was performed, and 3 subassembly batches using the eva material were used in the manufacturing of this final product batch. In all 3 subassembly batches the same batch of eva material was used. The eva material is purchased from an approved supplier and goes through an incoming inspection before being used in production. The supplier of the eva material was notified of this report. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1. White plastic particulate found in fluid. No patient involvement.